Event description:
Additional information was received from the physician indicating the increased seizures are not related to vns. The increased seizure frequency was noted as below the pre-vns baseline seizure frequency. No causal or contributory programming changes, medication changes, or other external factors were believed to have caused or contributed to the increased seizures. All of the patient's seizure types were noted as increased. The interventions previously noted were indicated as briefly improving the patient's seizures.

Event description:
It was reported via clinic notes received dated (B)(4) 2011 that the vns patient had been experiencing multiple seizures that "calmed down" after the zonegran dosage had been increased. The patient was not noted as having increased seizures on the previous clinic note dated (B)(6) 2010. Diagnostics taken on a later date were within normal limits. Attempts for further information have been unsuccessful to date.